Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "anesthesiologist was going to use IV port on tubing and it came apart in hand. Infusion was clamped, new tubing was obtained, and defected tubing was removed." The customer reported that when the port came apart the tubing was clamped prior to reaching the patient and there was no patient harm reported.